Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that ever since implant, it was put in a position where it stuck out of their skin and would get caught on things. Before (B)(6) in 2018, their implant got stuck on a door and ever since then they had not gotten stimulation to the correct area and felt the stimulation different. The day before the call the patient was getting ready to go to bed and stimulation seemed like it was stronger than before in places the patient did not used to feel stimulation. When they laid down, the stimulation was so strong that the patient turned the implant off with their patient programmer and used pain pills. In the morning the patient also noticed stimulation was stronger when they were laying down. The patient programmer confirmed adaptive stimulation (as) was on and set to group a. When the patient laid down the amplitude would be at 0.0 but they felt stimulation very strongly. During the call the patient changed their lying back position in as to 0.10v on program 1 and 1.25v on program 2. The patient stated that it was comfortable for them. The patient noted that they would make adjustments to other positions. It was reviewed with the consumer during the call to reach out to their health care provider (hcp) for discussing additional steps if needed. No further complications were reported.

Event description:
The patient called back and repeated issues about the ins moving/sticking out and the difficulty charging/obtaining good coupling. The patient states it takes them a full 8 hours to charge and to even find the implant and it has gotten more and more difficult. They used to charge every 2 weeks and now they charge every week. A replacement recharger (insr) antenna was sent out due to the poor coupling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient has experienced problems with the device since the initial implant. Shortly after implant, while at home, the patient experienced great difficulty trying to charge the implantable neurostimulator. It took her hours to find and maintain a position to charge it. The implant seemed to stick out significantly from the body. It was thought that this may be contributing to the charging issue. The patient met with a manufacturer representative who attempted to find the position whereby the device would charge. The manufacturer representative had acknowledged that the implant seemed to not be positioned properly. In a period of time, the patient continued to be very frustrated with the need to charge the implantable neurostimulator. The patient met with the surgeon who implanted the device. The surgeon told the patient that there was nothing wrong with the placement of it; however, offered to perform a revision. The patient noted that the surgeon had indicated that the sticking out from the body would be the same or even worse with the surgery with no indication that his efforts would improve the situation. The patient ultimately decided not to redo the surgery. The patient continued to have troubles charging the implantable neurostimulator and it getting pulled on chairs with vertical bars at the back of the chair, lattice worked chairs, etc. The patient continued having difficulty charging the implantable neurostimulator and catching it on things. In the years that the patient has had the device, the patient has learned after trying numerous ways to get a good charge (between 6-8 coupling bars), positioning it while lying down seems to be the best position to get 6 bars. The patient uses a small/hard pillow with dense stuffing and presses it into the device. The patient indicated that this method is not comfortable, but it works the best. It was reported that the patient¿s implant has stuck out on her right buttock since it was implant. Around thanksgiving in 2018, the patient caught the device on a drawer pull. The patient noted that it was not a door. The patient was leaning on the kitchen counter with a drawer directly under it. The device caught up under the drawer pull. When the patient pulled away from leaning on the counter, the device pulled from under the drawer handle and the patient believes that changed the position of the device. The patient felt it kind of tear away from the other tissue inside her body, and it seemed to have moved down. It hurt significantly. The patient had alerted her pain clinic because the coverage that she had gotten from the implantable neurostimulator had changed. It was on her right hip more than anywhere else initially, but after pulling it so hard on the drawer pull, the stimulation seemed to be more on the back part of her right leg from the underside of her right buttock to the midpart of the back of her leg. The patient was also getting new stimulation in the back of her left leg for the first time. Unfortunately, it did not help as it had initially. The patient¿s left side was beginning to hurt a lot. The patient was implanted for her right hip and the original stimulation still seemed not to return no matter the efforts to adjust the settings. Sometime after the drawer pull, a diagnostic test was done (the patient assumed an x-ray) and the patient was told that it had indeed moved from its original position. The patient recalled it to be the pain clinic that had told her that. The patient has met with manufacturer representatives on a number of occasions to try and adjust the settings. The manufacturer representative was not able to completely get the coverage that the patient needed. The patient suspected that it was the right hip, but it may have been efforts to get more stimulation on the left side as it started to be painful as well. Over time, the patient¿s right hip pain started to get better, but she started to have much more pain in the left hip and that is where the patient has pain still today. The patient has met with a manufacturer representative to try and move some of the stimulation to her left side hip area. To date, that has not been successful. It was suggested in her meeting with a manufacturer representative that she may need a newer device due to the charging difficulties and lack of coverage where it is needed. The patient recently had a left hip CT scan and was told that she needs a left hip surgery. Due to the coronavirus, the patient has had to cancel appointments made with a surgeon; however, the patient plans to meet with a surgeon to discuss surgical options as well as deep tissue therapy on her left hip. The little bit of stimulation that the patient is getting on the back inside of her left leg seems to help the hip and groin pain a little. The patient has returned to taking tylenol with codeine pain pills more often at the suggestion of the pain clinic to help alleviate the pain on the left side. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.